Manufacturer narrative:
The complaint investigation for falsely positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot did not identify an increase in complaint activity for the current issue. Trending review did not identify any trends for the issue for the product. Labeling was reviewed and sufficiently addresses the customer¿s issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the lot number and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 59170ud01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive architect total -hcg results generated on the architect i2000sr processing module for one patient sample. (Customer provided reference range = 0-5 miu/ml). Architect result was 124.27 miu/ml, the colloidal gold test strip was negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive architect total -hcg results generated on the architect i2000sr processing module for one patient sample. (Customer provided reference range = 0-5 miu/ml) architect result was 124.27 miu/ml, the colloidal gold test strip was negative. No impact to patient management was reported.